Event description:
I entered my patient¿s room and the tubing that attaches to the patient from the filter was disconnected. Attempted to reconnect after wiping with etoh (ethyl alcohol) swap. The tubing would not stay in place, the tubing slid right off the filter. It would connect but not stay in place. The whole product was removed and replaced with another.